Manufacturer narrative:
(B)(4). Concomitant medical products: nkii revision femoral stem catalog 681517125 lot unknown; nkii femur size 1 left catalog 632000101 lot unknown; nk-ii tibial stem catalog 621500120 lot unknown; nk-ii articular surface catalog 672009101 lot unknown; unknown tibial tray. Radiolucency. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Per the natural knee ii system packaging insert loosening and infection are both known adverse effects of the procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-03330, 1822565-2017-03331, 1822565-2017-03332,1822565-2017-03333, and 0001822565 - 2017 - 03335.

Event description:
It was reported that the patient underwent a left knee aspiration and then revision due to infection and pain approximately 4 years post implantation. It was also reported that the patient was experiencing tibial and patellar radiolucency. Attempts have been made and additional information on the reported event is unavailable at this time.